Manufacturer narrative:
The reported event of connection anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted connecting the right atrial lead into the implantable cardioverter defibrillator port however, the connector pin would not advance through the header. The physician tried multiple times but was unsuccessful. The device was removed and replaced. The lead was connected successfully. The patient was in stable condition.